Event description:
Customer reports the device malfunctioned during daily test of device. No reported patient involvement. Service representative produced a fault condition. Device repaired and returned.